Manufacturer narrative:
This event occurred in (B)(6). The field service representative performed a decontamination, which appeared to resolve the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for 2 patient samples on a cobas 8000 c702 module. Sample ID: (B)(6). On (B)(6) 2020, the initial result was 48 mol/l. On (B)(6) 2020, the repeated result was 102 mol/l. Sample ID: (B)(6). On (B)(6) 2020, the initial result was 39 mol/l, and the repeated result was 82 mol/l. The reagent lot number is 49309201 with an expiration date of 31-mar-2022. It is unknown if the results were reported outside of the laboratory. It is also unknown which results are believed to be correct.